Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. There were 87 pages of medical records provided, however, only nine of those pages pertained to the patient's implant operative report and implant tracking log for the bard flat mesh. The remainder of the medical records pertained to the patient's left knee with multiple hospital visits and surgical procedures related to the patient's knee. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2003 - the patient was diagnosed with pelvic relaxation with symptomatic cystocele, rectocele and a chronic lesion of the perineum and underwent a laparoscopic burch urethropexy with implant of a bard flat mesh, posterior repair and excisional biopsy of perineal skin lesion. The attorney alleges the patient experienced unspecified adverse patient outcome associated to the use of the device.